Event description:
A nurse called on behalf of one patient who received a discrepant inr result while using coaguchek xs serial number (B)(4), when compared to a laboratory result using an unknown method. The patient meter result was 4.3 inr and within 7 hours the laboratory result was 3.03 inr. The meter result was believed to be accurate and the patient withheld their coumadin dose for one day. The patient¿s therapeutic range is 2.5 - 3.5 inr. No adverse event occurred. The patient's current condition is stable. The patient showed no signs of bleeding or bruising, has not been ill, on new medication or had any changes in diet. The patient is not anemic or polycythemic, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors or heparin. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294943) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.